Manufacturer narrative:
(B) (4).

Event description:
A volume discrepancy was reported. The expected reservoir volume was 15ml and the actual reservoir volume was 0ml. The patient has the pump filled with saline. No adverse symptoms were reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.